Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I swallowed some of the polident [accidental device ingestion]. I'm so nervous [nervous]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) tablet for product used for unknown indication. On an unknown date, the patient started polident at an unknown dose and frequency. On (B)(6) 2021, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced nervous. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and nervous were unknown. It was unknown if the reporter considered the nervous to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via call center representative (phone) on (B)(6)2021. The consumer reported that "I swallowed some of the polident. I put my dentures in the glass next the my glass of water. I just did it. Am I gonna be ok? I'm so nervous.